Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A protégé everflex 7x100 and an inpact admiral paclitaxel-eluting pta balloon catheter was used to treat the patient in the right mid superficial femoral artery ((B)(6) 2009). Approx. 48 months post procedure the patient suffered a re-occlusion in the right sfa ((B)(6) 2013) the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters. Approximately 58 months post the index procedure ((B)(6) 2014) thrombo-endarterectomy of the target vessel was carried out due to re-occlusion. The outcome is reported as resolved. Approximately 61.5 months post the index procedure ((B)(6) 2014) surgical intervention of the right sfa was required due to an aneurysm spurium ( (B)(6) 2014) with removal of a bovine patch of sfa. The patient recovered. During a revascularization, on (B)(6) 2017, to treat the target lesions, three in.pact pacific dcbs were used, along with five non-medtronic stents. Approximately 13 months post the revascularization ((B)(6) 2018), ischemic right leg was reported. The target lesions were treated with an unknown pta ((B)(6) 2018) and a thrombosuction of total afc and afs. It has been reported that the patient has recovered.

Manufacturer narrative:
Additional information: the adverse event term was updated to thrombus right popliteal. The thrombus caused an occlusion in the popliteal artery which was then extracted. It was also reported that in-stent occlusion by thrombus of right popliteal artery is possibly because of dissection. It was also reported that during revascularization, a non-medtronic stent was implanted. Correction: implant date added. If information is provided in the future, a supplemental report will be issued.